Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. The physical condition of the device has a bubbled "dso" seal. No evidence of the reported fault was found in the event history log. Functional testing could not duplicate the delivery accuracy failure. The reported problem "rubber membrane worn and crack" was duplicated. A suspected root cause for the accuracy issue was from "expulsor" and the problem with membrane worn/crack was caused from worn "dso" seal. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. It was recommended that the pumps "expulsor" be trimmed in order to bring the delivery into more nominal of a range and replace "dso" seal.

Event description:
It was reported the device exhibited accuracy testing failure and rubber membrane is worn and cracked. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.